Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side 375cc mentor memorygel breast implant; catalog#: 3507375bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 375cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6), 2021, mentor became aware that patient also experienced bilateral breast implant rupture, and the date of surgery is (B)(6), 2021. Hence, following fields have been updated on this form: - is product problem has been selected under section b; field b1. - is required intervention has been selected under section b; field b2. - fields d6b for explantation date is (B)(6), 2021. - field h6 medical device problem code - "material rupture" has been added. - field h6 health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned". On (B)(6), 2021, mentor became aware that baker grade under the previous initial submission was reason for device explant and/or reoperation: left capsular contracture; baker grade IV and rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4) b5 event description; was mistakenly reported baker grdae as iii. It was IV.

Manufacturer narrative:
On august 24, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On august 24, 2021, mentor also became aware that patient experienced bilateral capsular contracture; baker grade IV on the left and baker grade unknown on the right in additional to bilateral ruptures. The replacement devices used on (B)(6) 2021 were catalog number 3503754bc; serial number (B)(6) on the right side, and catalog number 3503754bc; serial number (B)(6) on the left side. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV and rupture. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 375cc breast implant had a crease/fold on the posterior view extending to the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear on the posterior view within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).